Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with a blood glucose level of 750 mg/dl while using a previous insulin pump. The customer¿s blood glucose level was 592 at the time of the call. The customer did not mention any symptoms of their blood glucose levels. The customer treated their blood glucose levels with manual injection. The customer did not provide the time and date of the hospitalization. The customer was wearing the insulin pump during the hospitalization. The customer was assisted with troubleshooting the insulin pump and insulin flow block alarm was triggered after preforming a high-pressure test on the device. The customer did not return the insulin pump for analysis but replacement infusion sets were sent to the customer.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.